Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the cutter did not work during a procedure. The product was replaced and procedure completed with no patient harm. Additional information was requested and received. Additional information was requested.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue. The returned opened sample was visually inspected and deemed nonconforming. The needle is bent approximately 10 degrees and foreign matter observed in the inner diameter of port. No functional testing could be performed due to no movement of cutter. The probe sample was disassembled and the components inspected. There is approximately 20 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is slightly bent. Gouge marks at the bend area and several locations long the inner cutter. The sample was tested with a syringe and no resistance was felt. A wire was inserted through the aspiration path. The sample was retested with a syringe and no resistance was felt. The sample was retested for actuation and aspiration with the probe driver and the both tests were deemed conforming. The initial actuation and aspiration tests failed due to interference in the aspiration path and once the interference was removed, the probe will then work properly. These tests are then considered conforming. The complaint evaluation does confirm the probe had a quality issue that resulted in a poor performance. The reason for the poor performance is due to the no movement of cutter. The most likely root causes for the poor performance is due to the bent needle, bent inner cutter, and the interference within the internal components of the probe. The exact root cause of the bent needle, bent inner cutter, and the interference cannot be determined from this evaluation; however they most likely occurred the probe being used in surgery for approximately 20 minutes. The foreign matter observed on needle most likely occurred during surgical use of the probe. The foreign matter on the needle, the approximated wear time, and the gouge marks observed on the needle supports that this is not a manufacturing related issue. No specific action with regard to this complaint was taken by the manufacturing location because the root cause of the reported issue cannot be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).